Event description:
Following a cataract surgery, the pt developed post-op endophthalmitis. Culture results showed the presence of e. Coli. The cause has not been identified. The pt was treated with antibiotics and is improving. No additional info is available.